Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.